Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated and low blood glucose (bg values not provided); cause was not provided. During low bg events, customer corrected by consuming food/drink. However, as bg elevated, the pump control iq would administered additional insulin resulting in bg level decreasing back down. Although multiple attempts were made by tandem technical support to contact customer for additional information, customer did not reply.